Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation of the ivus catheter outside the body, the syringe exhibited very high resistance, and the extension tube became twisted. Flushing could not be performed, air could not be primed, and the image turned black. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence that the catheter was unable to flush.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation of the ivus catheter outside the body, the syringe exhibited very high resistance, and the extension tube became twisted. Flushing could not be performed, air could not be primed, and the image turned black. The procedure was completed with another of the same device. No patient complications were reported.